Event description:
My pacemaker was implanted in my left shoulder in 2005. No problems. But since (B)(6) 2012, I have been getting electrical shocks in my left shoulder. The shocks come every 2 to 4 minutes and last from 40 seconds to one minute. I became concerned in (B)(6) so I made an appointment with my doctor. The factory rep checked the pacemaker on his laptop and the doctor checked my heart. All is fine they say. But I am still getting these electrical shocks every 2 to 4 minutes. They start towards the center of my left arm all of my left should my left back to about my left shoulder blade and the left side of my neck to below my head and half of my neck front and back. The shocks happen everywhere. In bed asleep they wake me. Lying on my right side or my left side, driving my car, sitting or going to the bathroom and the only thing I have that generates electric is my pacemaker in my left shoulder. I have a kappa 700 dr serial (B)(4), checked in (B)(6) both said the pm and leads were ok. Shocks continued. Told there was 2 years left on battery (2015) checked again (B)(6) told by a different tech that only 9 months battery left. They seemed concerned. So set an appointment for today. It was all damage control. Told there is now 18 months battery left. Funny how 2 techs give different answers. A log will be enclosed of shock times. Shocks in left shoulder, upper arm, left chest, left back, left neck, left cheek.